Manufacturer narrative:
Reported event: mics worked during registration and passed checkpoints etc. When we began to cut the mics wouldn¿t move into the haptic when trigger pulled then cable connection error popped up saying comm failure to hp. Product evaluation and results: visual inspection was performed and confirmed that cable connection error. Attempts to repair were unsuccessful. Rtv reason: collar broken. Functional inspection, dimensional inspection and material analysis. Analysis were not performed as visual inspection confirmed the failure. Per (B)(4). Part was rtv for rework. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0as6 and all (B)(4) devices were accepted into final stock on 2/9/2018 with no relevant discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0as6 shows 02 additional complaints related to the failure in this investigation. The complaint is (B)(4). Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Mics worked during registration and passed checkpoints etc. When we began to cut the mics wouldn¿t move into the haptic when trigger pulled then cable connection error popped up saying comm failure to hp. Case type: tka. Surgical delay: 15 minutes. Did handpiece run while outside of haptics? As per the mps " it did briefly then cut out and never worked again. I tried to reset cutter and clean plugs and restart arm software and nothing would clear it". .

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics worked during registration and passed checkpoints etc. When we began to cut the mics wouldn¿t move into the haptic when trigger pulled then cable connection error popped up saying comm failure to hp. Case type: tka. Surgical delay: =15 minutes. Did handpiece run while outside of haptics? As per the mps " it did briefly then cut out and never worked again. I tried to reset cutter and clean plugs and restart arm software and nothing would clear it".